Manufacturer narrative:
(B)(4). The diamondback 360® peripheral orbital atherectomy system instructions for use manual states that thrombus is a potential adverse event that can occur with use of the system. Additional input was requested from the physician regarding whether csi caused or contributed to the reported observation of thrombus, but no reply was received. Therefore, the event is being reported. Device analysis conclusion: the oad and guide wire were received at csi for analysis. The wire was engaged in the oad, but the exposed section of wire did not appear damaged. Presence of biological material was noted on the oad crown and between the crown and driveshaft tip bushing. Examination of the areas of adhered material did not reveal any damage that would have contributed to the material accumulation. The morphology and exact root cause of the accumulation is unknown. There were no observations of damage or abnormalities that would have contributed to the reported complaint of thrombus. The oad was tested and functioned as intended. At the conclusion of the device analysis investigation, the report that the oad became stuck on the wire was confirmed. The reported observation of thrombus during the procedure could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Thrombus was observed in the tibioperoneal trunk following use of a stealth orbital atherectomy device. The patient was treated overnight with tissue plasminogen activator. The thrombus was then extracted successfully with an additional non-csi device. The oad reportedly also became stuck on the viperwire, though that event is not considered a reportable malfunction.